Event description:
The customer reported via phone call that the buttons on the insulin pump were no longer responding. The customer's blood glucose was 18.4 mmol/l. The customer stated that they received the button error alarm. The customer changed the battery, but the anomaly persisted. The customer explained that the buttons were not pressed for longer than three minutes. The customer's insulin pump was not bumped or dropped. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioned properly, however moisture damage was found on keypad traces. No button error alarm noted during testing. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.